Event description:
It was reported that an ilet pump with an older serial number would not power on or charge despite overnight charging and attempts with multiple outlets and a sleep/wake reset while on the charger; when placed on the charger, the indicator showed a solid green light and a brief circle animation before the screen went blank, consistent with a battery-related device problem involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user maintained glycemic management with backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an energy storage system problem associated with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.